Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint could not be confirmed, the distal tip form is spherical, is the same as current production, and is not traumatic.

Event description:
It was reported by the regional sales representative that an operation consisting of a single vessel coronary artery bypass graft, aortic valve replacement, mitral valve repair, and tricuspid valve repair with concomitant maze heart ablations using the atricure cryoice device, occured on (B)(6) 2015. During cryo ablation to achieve endocardial isolation of the left pulmonary veins, the surgeon noted that the tip of the cryoprobe had penetrated the left atrium, resulting in a small tear that the surgeon described as being near the left atrial appendage orifice. The tear was immediately repaired with pledgeted suture, and the case continued without any additional complication in regards to the maze/ablation portion of the procedure. During the procedure, the patient was on by-pass pump and was therefore heparinized, however, the amount of heparinization is unknown. The sales rep was notified that the patient expired early the next morning on (B)(6) 2015.